Manufacturer narrative:
Maquet inc. Submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag. Maquet cardiopulmonary ag provides failure investigation, analysis and resolution for the device described in this report.

Event description:
During an operation the arterial pump mounted on hl20 position p4 stopped unintentionally displaying the message 'error stop relay' and alarming with a constant tone. The device was connected to the patient. Resetting and restarting the machine eliminated this initial problem. About 10 minutes after the initial error occurred the arterial pump stopped again displaying the same error message together with various other error messages. Swapping the pumps did not eliminate the problem. The hl 20 then was replaced by another heart lung machine. The surgery then was finished successfully. There was no patient injury.